Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 1699 mg/dl. The patient was vomiting, lost consciousness and suffered a heart attack. For treatment, the patient was prescribed atorvastatin at 80 mg once daily, losartan at 25 mg, once per day, clopidogrel at 75 mg, twice daily, metoprolol at 25 mg, 1 every 12 hours. The patient was also put on intravenous (IV) fluids. The pod was worn between 24 and 36 hours on the hips/buttocks. The pod was discarded and discharged after 3 days.